Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The left ventricular lead was returned to the manufacturer after being explanted prophylactically. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.